Manufacturer narrative:
Concomitant medical products: 6935m55, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was concerned about the battery life of their cardiac resynchronization therapy defibrillator (crt-d). It was noted that they had used a year and six months of battery life in a three month period. The device is still in use. No patient complications have been reported as a result of this event.